Event description:
It was reported that during a coronary artery procedure the 2.5 x 8 mm xience prime stent delivery system (sds) proximal shaft separated during balloon inflation. It was noted that the location of the separation was outside the guiding catheter at the very proximal end of the sds [hub]. The sds was removed without resistance and there was no reported adverse patient effect. Another device was used and was placed with no issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.